Manufacturer narrative:
Additional narrative: initial reporter is a j&j employee. Part number: 399.94, lot number: t197200, manufacturing site: (B)(4), release to warehouse date: april 24, 2020. A review of the device history records was performed for the finished device lot number, and no non-conformance were identified. The customer reported that the reduction forceps points rachet were found damaged after use in surgery. The repair technician reported loose screw, tag weld on screw broken. Loose component is the reason for repair. The cause of the issue is unknown. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the two (2) reduction forcep points rachet, protection sleeve, trocar, sharp hook, insertion guide, two (2) t-handle with quick coupling, screwdriver shaft, driving cap and radiolucent insertion handle were found damaged after use in surgery. There was no patient consequence reported. This report involves one (1) reduction forceps with points ratchet 174mm. This is report 4 of 8 for (B)(4).